Event description:
It was reported that three days post follow-up, the patient had a low heart rate and was transported to the emergency room. Interrogation of the device revealed measured battery data of 2.54 v, 10 ua, 11.3 kohms with a magnet rate of 88 ppm. The device had reached eri. At the follow-up, three days previous, the measured data was 2.68 v, 9 ua, 7.2 kohms with a magnet rate of 94.8 ppm and a remaining longevity of 1-1.25 years.